Manufacturer narrative:
Migration of the implanted lead occurred within one month of the implant taking place. There are no reports of trauma or external factors that are likely to have contributed to the movement. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. Aproximately one month after implant, the patient reported loss of therapy at the area of pain. Troubleshooting was performed and xray imaging confirmed that the implanted lead had migrated away from the intended target, causing the loss of pain relief. On (B)(6) 2024 a surgical procedure was performed to place a new lead at the intended nerve target.